Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 148 mg/dl. Troubleshoot was performed for compromised force sensor system and insulin squirt out during manual prime. Customer was disconnected during prime. The customer stated that the drive support cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.